Event description:
Patient hospitalized for abdominal exploration for recurrent colon cancer which was unresectable. In 2001 a 26cm percuflex plus ureteral stent was placed as part of the management of the renal mass by preventing progressive left sided hydronephrosis and loss of renal function. Post op attempts to cut the string from the stent were unsuccessful, so it was left in situ. However, the patient was incontinent, so nine days later the stent was removed and replaced with a 22cm stent. The surgeon noticed bladder inflammation and the stent positioned crossing the trigone, with the string still attached.